Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio pro meter was not powering off right after the test strip was removed. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.